Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. The patient had an implantable cardiac monitor (icm) implanted. During aggressive physical therapy for unrelated health issue, the device came out. The patient had a new icm implanted on 30 nov 2020. The patient was stable before, during and after the procedure.